Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during the central processing, the cable of the mega needle driver instrument was torn. There was no report of patient involvement.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The mega needle driver instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was visually inspected internal and external, no issue was identified. The instrument was placed on an in-house system, and it passed the recognition and engagement test. The instrument moved intuitively with full range of motion in all directions. The instrument was fully functional. No further issue was identified.